Manufacturer narrative:
This device used for treatment and not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
During a metatarsophalangeal (mtp) fusion a 1.25mm k-wire that was being used for temporary fixation was sheared by the surgeon as he was using a 2.0mm drill bit. The plate was already set into position so the surgeon was unable to recover a piece of the k-wire approximately 2.5cm in length. This is 1 of 1 report for complaint (B)(4).